Event description:
Olympus was informed that when using the customer evis exera iii xenon light source it has b30 and e216 no image/communication errors. The errors occur with both 180 & 190 series endoscopes during an unspecified event. No death, injury or harm was reported to olympus. The customer declined to troubleshoot via telephone and canceled an on-site evaluation request as the customer will be returning the unit to olympus for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 and e216 errors could not be identified. However, it¿s likely the cause is related to a faulty scope. Olympus will continue to monitor field performance for this device.